Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was over 700 mg/dl. Customer stated that the insulin pump failed to alarm no delivery. Customer stated he had a bent cannula and the insulin pump did not notify him. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked battery tube lip.